Event description:
It was reported that a one link needle free IV connector was involved in an underinfusion. The reporter stated that gravity infusion of a 1l IV bolus took over an hour. The exact infusion rate was not specified, however it was stated that it should not have taken over an hour. The device was connected to an 18 gauge catheter and clearlink system solution set (baxter product). The reporter stated that this issue was not encountered when an interlink (baxter product) valve was used instead of one-link or when using an IV pump instead of gravity. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact date of the event is not known, however it was reported that it occurred sometime since (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.